Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse replaced the diluent pump and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [2012] air detected [diluent]. Description: there is no contact with the liquid after diluent suction. Solution: contact the service department. The most probable cause is due to the worn diluent pump packs.

Event description:
A customer reported to the distributor receiving error message 2012 air detected [diluent] while operating on the aia-360 analyzer. The customer stated the error happened several times during the processing of tests. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.